Event description:
It was reported that some magic 3 go male coude catheters were not lubricated enough and also stated that the lubrication was spotty.

Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual evaluation noted one unopened sample in original package was received. No damage was noted on the exterior of the package and no obvious defects were noted. The kinetic coefficient was found to be within the specifications. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the magic3 go male coude catheters were not lubricated enough and stated lubrication was spotty.